Event description:
Patient was implanted with a 4.5mm variable angle locking compression curved condylar plate, screws and circlage wire on an unknown date for a proximal femur fracture. Approximately one month post-operatively, it was noted on x-ray that the plate was broken, and at least one of the screws were broken. Patient was returned to or on (B)(6) 2103 for revision. The broken hardware was removed, and patient was revised to a new plate and new screws which were placed more proximally. Previous screws were removed from the fracture area. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Manufacturing evaluation: two cortex screws were received, identified as part number family 214.014. One screw is broken and missing the half of the screw. Due to an unknown cause the complaint stated that one of the screws broke. The material of the screw was determined to be within specification as well as the major diameter of the threads. The broken screw¿s length could not be verified. The unbroken screw conforms to its specifications. The instruments conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Product development event evaluation: one 4.5mm va-lcp curved condylar plate/18 hole/370mm/left was received for evaluation with complaint category "broke". The plate was received in 2 pieces. The plate fracture is oblique in nature and exists diagonally through both the 9th and 10th combined holes. Product drawing was reviewed during this evaluation. The returned plate is manufactured from 316l stainless steel which is a typical material used for implantable plates. Per the 4.5mm va-lcp curved condylar plate technique guide, the returned plate is indicated for buttressing multi-fragmentary distal femur fractures including: supracondylar, intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, nonunion and malunion. Because this plate is designed and indicated for distal femur fractures, not proximal femur fractures as in this case, this is the only complaint for this plate in the entire us complaint history. This complaint is deemed invalid from a design perspective. The complaint is for an unknown cortex screw. (B)(4) manager.